Event description:
Procedure: transforaminal lumbar interbody fusion it was reported that the patient underwent spine fusion surgery on the lumbar region at levels l4-s1. During the surgery, the patient was implanted with rhbmp-2 and collagen sponge. The rhbmp-2 collagen sponge was applied from transforaminal approach. The rhbmp-2 collagen sponge was used to fuse more than one level of the spine. The rhbmp-2 collagen sponge was placed outside a cage (i.e. In the disc space). Post-op, the patient complained of severe and unrelenting pain in her low back with radiculopathy in her lower extremities. Patient experiences difficulty walking. Patient injuries prevented her from practicing daily life activities and reportedly the patient has suffered serious and permanent injuries.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2010: the patient was preoperatively diagnosed with severe symptomatic lumbar disk derangement, l4-l5 and l5-s1. Positive lumbar diskography, l4-l5 and l5-s1 (full-thickness annular tears and concordant pain reproduction). Lumbar spinal stenosis at l5-s1 (latera recess and foraminal). Persistent severe low back and lower extremity pain. Failure of extensive conservative care and underwent the following procedures: posterolateral fusion, l4-l5 and l5-s1, with autogenous bone marrow ,crushed cancellous allograft bone and morcellized laminectomy bone. Insertion of segmental pedicle screw fixation, l4, l5, s1. Translumbar interbody fusion, l4-l5 and l5-s1 with the insertion of peek cages. Insertion of peek cage anteriorly, l4-l5 and l5-s1, filled with crushed cancellous allograft bone and bone morphogenic protein. Lumbar laminectomy, l5. Bilateral lateral recess decompressions, l5-s1. Bilateral foraminotomies l5-s1. Harvest of autogenous bone marrow, right ilium. MRI prior to surgery revealed evidence of bilateral lateral recess stenosis at l5-s1, and bilateral foraminal stenosis at l5-s1. As per the op notes: ¿the screws were then inserted into the pedicles of l4, l5, and s1 bilaterally. Two rods were contoured and secured to the screws. Distraction was applied in order to facilitate the execution of the translumbar interbody fusion. The trial set was used and the appropriate size of peek cage selected; 12 cc of crushed cancellous allograft bone mixed with bone morphogenic protein were then packed into the l4-l5 interspace. The peek cage was filled with the crushed cancellous allograft bone and press-fit into the l4-l5 interspace. After completion of the translumbar interbody fusion at l4-l5, I then proceeded with a translumbar interbody fusion at l5-s1. The trial set was again used, and a second cage selected of appropriate size.; 12 cc of crushed cancellous allograft bone mixed with bone morphogenic protein was then packed into the l5-s1 interspace. This was followed by insertion of the peek cage, which was filled also with crushed cancellous allograft bone. The distraction was removed and lordosis restored. ¿the patient tolerated the procedure well without any intraoperative complications.